Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6)2023, the patient experienced peg tube dislocation. On (B)(6) 2023, the patient experienced j tube dislocation. On 01 june 2023, the patient was intubated and underwent pegj replacement. It was reported that the patient's stoma site was examined by the doctor, and it was decided to not carry out the pegj placement due to a severely inflamed stoma site. It was reported that the physician stated that a peg tube could not be placed in a badly inflamed and infectious stoma site. It was reported that the stoma site infection was the size of the palm of a hand. The patient underwent a gastroscopy, and no inflammation was found on the inside of the stoma site. It was reported that the patient remained hospitalized and was treated with IV augmentin. On an unknown date, the patient experienced urosepsis. On an unknown date, the patient underwent a new pegj insertion in a new stoma site.

Manufacturer narrative:
Reference record (B)(4) . Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.